Manufacturer narrative:
The device was evaluated and the evaluation found a noise image occurred due to damage on charged coupled device unit. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: universal cord had foreign objects; due to wear of an angle wire, bending angle in up direction did not meet the standard value; plastic distal end cover had a dent; adhesive around light guide (lg) lens had discoloration and was peeled; lg-bundle was slipping down; objective lens had a scratch and adhesive around objective lens had discoloration; switch 1 had wear; paint on suction-cylinder was peeled; control unit had discoloration and had corrosion due to water leakage; adhesive on bending section cover (a-rubber) had a discolored area and had a crack and a chip; connecting tube had a buckling and a scratch. Scratches were also found on universal cord and on switch three (3). As per evaluation, foreign objects found at the nozzle; this has been attributed to insufficient cleaning. According to the customer, the subject device was cleaned, disinfected, and sterilized before sending it to olympus. There was no delay in the start of precleaning. The customer had flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer had flushed the air/water nozzle / channel with the detergent solution. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) center (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that there was an image defect with the gastrointestinal videoscope. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.